Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty device to the carefusion service department for evaluation and repair. As of the (B)(6) 2015 the alleged faulty device has not been received.

Event description:
A carefusion sales consultant on the behalf of the distributor in (B)(6) reported that the device is having intermittent high volume readings. There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received a vela membrane switch. The component was connected to a known good unit and powered in service mode for testing. The lamp test was performed and the ac led illuminated intermittently during the testing with minor twisting applied to a weak point of the membrane conductor path. The reported failure could not be duplicated. The reported failure was due to corrosion inside the membrane layers. Failure analysis (fa) lab received a vela turbine assembly. Fa inspected and installed on a known good unit. Fa powered in operating mode. Upon startup, received ¿motor fault' and ¿vent inop¿ failures. The event log indicated eeprom error (2930). The turbine assembly was scrapped.